Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by zimmer (B)(4). Please reference 9613350-2016-00022.

Event description:
It was reported that the pt is alleging harm caused by the device; however, the nature of the harm is unk at this time.

Manufacturer narrative:
Eval summary: neither x-rays nor operative notes have been provided. Attempts have been made to obtain add'l info however no info has been received to date. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval codes: review of the device history records was not possible as the product and lot numbers required fro retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info received, the complaint will be reopened. Zimmer, inc considers the investigation closed.